Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that an asymptomatic patient presented in the operation room for an unrelated procedure. During the procedure it was noted that the right ventricular lead had dislodged, had insulation damage and the patient suffered from twiddler's syndrome. The lead was explanted and replaced. The patient was stable throughout the procedure.